Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. Pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker.

Event description:
It was reported by the customer that they received a batter out limit alarm. It was also reported that the keypad buttons on the insulin pump are not working. Customer's blood glucose level at the time 135mg/dl.advised insulin pump would be replaced. No additional information is provided.